Event description:
The customer reported that the tubes broke during a procedure. Another set was used to finish the case. The sample was saved and will be returned to quest. Product code lis052; lot number 24392.10x. (Kit code dcr904-bi).